Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facsverse¿ waste leaked out side of instrument. There was no user impact. The following information was provided by the initial reporter: the customer reports the instrument is leaking from the mtlp after they remove a tube. Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No, dripping. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 16mar2021 to date 16mar2022. ¿ complaint trend: there are 6 complaints related to a biohazard leakage not contained within the instrument; pr# (B)(4). Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part #651155, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leakage not contained within the instrument was due to a worn p2 aspirator pump, v8 pinch valve tubing, and degasser. The customer had initially reported that the instrument was leaking from the mtlp after removing a tube and requested for an fse (field service engineer) to be dispatched for the repair. Upon arrival, the fse attempted to clear a clog from the v8 pinch valve tubing but the issue persisted. The fse then replaced the p2 aspirator pump (pn 647939), replaced the v8 pinch valve tubing (pn 336504), and removed a clog from the degasser. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repairs, the instrument was tested and functioning as expected with no further leakages. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facsverse system user¿s guide, #23-11463-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02377338, case # 01630734 install date: (B)(6) 2014 defective part number: 336504 - two way pinch valve assembly nc 647939 - p2 aspirator pump 651467 - tubing kit work order notes: o subject / reported: 651155 - bd facsverse - leakage from sit o problem description: the customer reports the instrument is leaking from the mtlp after they remove a tube. O work performed: customer visit (B)(6) 2022. We have diagnosed that the issue occurred in the fluidic area mit sit flush funktion on the facsverse. Replacing the aspirator pump p2, pinch valve v8, and degasser with his tube resolved the issue. Final inspection: - pqc successfully performed. - abort count events percentage performed and checklist completed. The instrument is ready for use without restrictions. O cause: degasser clogged. V8 brocken. P2 runs all the time. O solution: replacing new tubing kit with p2 and v8 fixed the issue. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o hazard ID: 2.1.8b o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: harm to operator. (Exposure to stained sample). O risk control(s): sit flush design to capture back drips. Lib-fld-292 lib-fld-312, lib-fld-313 provide instruction and universal precautions. O implementation verification: sit back flow control protocol lsv-1008-dp sample carryover: sv-1013-dp slg: biological safety section o effectiveness verification: sit back flow control lsv-1008-tr sample carryover: sv-1013-dr o probability: 1 o severity: 1 o risk index: 1 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to several worn fluidics components including the p2 aspirator pump, pinch valve tubing, and degasser. ¿ conclusion: based on the investigation results the root cause was due to several worn fluidics components including the p2 aspirator pump, pinch valve tubing, and degasser. The fse confirmed the issue, replaced the p2 aspirator pump and v8 pinch valve tubing, and removed a clog from the degasser. After completing the repairs, the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10

Event description:
It was reported that during use with bd facsverse¿ waste leaked out side of instrument. There was no user impact. The following information was provided by the initial reporter: the customer reports the instrument is leaking from the mtlp after they remove a tube. 1. Is the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was the fluid actively spraying about outside the machine? No, dripping 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous 5. Did the leaked liquid have bleach mixed in? No 6. Was anyone injured due to the leaked liquid? Notul kumar pandey : (B)(6) 2022 (ist) : MDR checklist